Event description:
In 2007, the pt reported that she and her physician suspect that the infusion device is under delivering insulin. She stated that she has been experiencing elevated blood glucose (415 mg/dl) for the past week. She stated that she feels sleepy and dazed when her blood glucose is elevated. Her normal blood glucose range in 80-120 mg/dl. Her physician recommended that she switch to her backup infusion device and her blood glucose returned to normal. She also reported that one week ago the infusion device displayed an occlusion (e4) error which she was able to clear. Product was replaced and requested to be returned for evaluation.